Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information this tachy lead had an issue. An attempt to obtain additional pertinent information was unsuccessful. To date, all available information indicates that the lead is still in service. No adverse patient effects were reported.